Event description:
It was reported that subsequent to the implant of a protegen sling in 1997, the patient experienced a protruding sling and bleeding and the sling was removed in 1998. The patient also experienced infection of the pelvic bone that resulted in removal of the bone screws and reconstruction of the pelvic bone. The devices were not returned for evaluation.